Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). As the taxus express2 3.0x24mm drug eluting stent was advanced through the proximal rca, the stent moved on the balloon. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, technical analysis was unable to be performed. As the batch documentation could not be completed. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.